Manufacturer narrative:
This report is submitted on october 18, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022, due to an extrusion of the receiver/stimulator. Reimplantation is planned but has not taken place as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on november 30, 2023.

Manufacturer narrative:
Correction: the correct serial number (d4) is (B)(6); not (B)(6) as previously reported. This report is submitted on june 26, 2023.